Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this patient received an inappropriate shock due to this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting an episode of over-sensed noise. The patient was recently diagnosed with bragada syndrome, noting the patient received 6 appropriate shocks for ventricular fibrillation (vf) from april on (B)(6) 2024. Device sensing vector was changed from primary vector the secondary vector. Arm manipulation testing exhibited over-sensed noise. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray images, and request additional x-rays be performed for a better visual of the device header and electrode insertion. Ts advised the electrode placement is high, causing r-wave amplitudes to be low in all vectors. Ts provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this patient received an inappropriate shock due to this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibiting an episode of over-sensed noise. The patient was recently diagnosed with bragada syndrome, noting the patient received 6 appropriate shocks for ventricular fibrillation (vf) from (B)(6) 2024. Device sensing vector was changed from primary vector the secondary vector. Arm manipulation testing exhibited over-sensed noise. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray images, and request additional x-rays be performed for a better visual of the device header and electrode insertion. Ts advised the electrode placement is high, causing r-wave amplitudes to be low in all vectors. Ts provided recommendations for additional testing. The device remains implanted. No adverse patient effects were reported. New information was received, device data was sent for review. Technical service consultant reviewed device data and concluded at this time there have been no new episodes since programming changes were made. Ts provided recommendations to continue monitoring the patient closely. The device remains implanted. No adverse patient effects were reported.